Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they went swimming in the pool for twenty minutes with the insulin pump attached to them. The customer stated that there was a condensation under the screen and it was growing, also there was fluid under the lcd display. The customer's blood glucose was 266 mg/dl, which was treated with the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the keypad traces, electronic assembly or motor. The insulin pump had a cracked reservoir tube lip.